Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the force sensor was out of calibration and the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed large prime volumes and no loss of cartridge detection warnings. During testing, a rewind, load, and prime sequence was performed successfully without loss of prime. Investigation revealed the force sensor was found to be out of calibration and the force resistance measurement was out of specification. The pump was opened and contamination was found on the force sensor. Evaluation also revealed the display screen was dim/faded. Unrelated to the complaint, the battery compartment was cracked.